Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When connected ,the scope was no image. Therefore, the equipment department were notified. The equipment department were found to have water in the scope and contacted the pentax factory. The equipment should be returned to the factory for repair. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party confirmed that the pcb board defective. In addition, the suction valve leaked, the operaion prong and light guide prong were waterlogged and water jet clogged. Based on these results, we concluded that it was caused due to water invasion into pcb board, resulted in no image. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: d8: this device was serviced by a third party. H4: device manufacture date.